Manufacturer narrative:
For the reported event, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure was released on the absorber assembly and the adjustable pressure limit valve was reinstalled to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9305-000 anesthesia gas machine had a sticking adjustable pressure limit vale resulting in the unit holding pressure and losing manual ventilation. This report was from a single source. This event did not involve a patient.